Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient infection of mycobacterium abscessus was confirmed by a positive culture from a fluid secreted from the "gtt" ostium. This gastrointestinal videoscope was used in the patient's procedure 29 days prior the sample was taken. Within this time period, the infection was considered to be associated with the procedure. No other cultures were collected from the environment or the equipment, and no other similar cases have been identified to date. The patient was already discharged from the hospital. Additional information was requested but not available at this time. There were no further reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. The device did not undergo culture testing and patient culture report was not provided. A definitive root cause could not be identified. As there were no device problem found, which the reported problem cannot be reproduced during investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.